Event description:
Account reports several incidents in which leakage has occurred from the stopcock during usage. The latest incident involved dopamine leaking out of the reported device, causing the pt's bp to drop. The rate of the dopamine drip was steadily increased with no pt response. Then a hcp noted the stopcock leaking. The stopcock was changed. Pt's bp returned to pre-incident state and dopamine rate was decreased.